Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved (vicryl suture) caused and/or contributed to the adverse events described in the article. If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date and type of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used (vicryl suture)? (B)(4).

Event description:
It was reported in a journal article that the patient underwent a transabdominal pre-peritoneal/tapp laparoscopic hernia repair with mechanical fixation procedure on unknown date between (B)(6)1996 and (B)(6) 2008 and the suture was used running to re-approximate the peritoneal flap or to close the anterior rectus sheath. Following the procedure, the patient possibly experienced seroma requiring drainage, hematoma resolved spontaneously and transient urinary retention. It was possible that the patient experienced postoperative pain after three months or persistent chronic pain at the final follow-up. Additional information has been requested.